Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have a blank screen display. Customer's blood glucose was 168 mg/dl. After troubleshooting, display screen did return. Customer's spouse called back stating that display screen was blank again. It was advised that battery cap would be replaced.